Manufacturer narrative:
This medwatch is being sent to report the event. Follow-up medwatches will be sent if more information is received. Event date - no known revision procedure. Explant date - device remains implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent right m2a hip arthroplasty on (B)(6) 2004, and left m2a hip arthroplasty on (B)(6) 2005. Subsequently, it is alleged that patient will need revision surgery due to unknown reasons. No known revision procedures have occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.